Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that the insulin pump was alarming and had a blank display. Customer stated they had stored the device and tried to us it again inserting new batteries, but the display will not return. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device alarmed again and display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 298 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, unexpected restart and off no power tests. No blank display or error alarms were noted. No reset alarm or check settings alarms were noted. An alarm was confirmed in the history file due to a corrupted history file. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.